Event description:
It was reported that patient had a fusion placed post tibial fracture. The femoral adapter disassociated from the femoral sleeve post surgery. Upon inspection, the inner surface of the femoral sleeve did not show significant wear nor damage. The adapter also appeared to be undamaged. The surgeon chose to exchange the femoral adapter to one size longer to increase the tension. Surgeon also chose to replace the segments that were removed to gain access during the procedure to make sure all tapers were new and clean as a precaution. All tapers were thoroughly dried and were checked to make sure the tapers were well fixed. No delay nor patient harm were noted. Doi: (B)(6) 2026. Dor: (B)(6) 2026. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.